Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 405 mg/dl. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 225 and 241 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. (B)(6). Customer states high result. Customer denies recent change in diet, exercise or medication. Glucose results recorded dating (B)(6) 2017 are not directly from meter memory.